Manufacturer narrative:
(B)(4) (manufacturer) is submitting the report on behalf of hospira. Imp. Ref. #(B)(4).

Event description:
The event reported by a customer from USA: "patient had a 46 hour chem infusion tht was administered in about 90 mins."